Event description:
The customer reported that the display on the insulin pump turned black, the text would go dark and become difficult to read. A battery change did not solve the issue. The customer stated there was a crack near the battery cap. No significant events were reported. It was advised that the customer discontinue use of the device. The customer's blood glucose was 7 mmol/l. Customer was further advised the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and severe scratches on display window. No missing segments/partial display noted.